Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was stuck on the carefusion screen, and the station was offline in rss. A technical service engineer remoted onto the device with contact approval. After uninstalling rss agent version 4.10, they attempted to repair version 4.12 but received error 1603, indicated a fatal error during windows installer package. After the uninstall of 4.10, rebooted the station twice to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis anesthesia es system was stuck on the carefusion screen and the station was offline in rss. The customer stated that user was able to remove the medication from another station during the malfunction. However, there were no adverse events or injuries reported based on this event.